Manufacturer narrative:
UDI not available, as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented for generator changeout. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise oversensing and low pacing impedance. No intervention was performed for right ventricular lead and the right ventricular lead continued to be monitored. The patient was stable throughout.